Manufacturer narrative:
Analysis of the pump found a motor gear train anomaly of corrosion and/or wear and/or lubrication as well as a stall due to shaft-bearing. (B)(4).

Manufacturer narrative:
Concomitant products: product ID: 8709, lot# l57739, implanted: (B)(6) 1999, product type: catheter. Product ID: neu_unknown_cath, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that multiple pump motor stalls occurred. Per the pump logs, a motor stall occurred (B)(6) 2015 at 17:21 with recovery (B)(6) 2015 at 01:00; motor stall on (B)(6) 2015 at 05:06 with recovery (B)(6) 2015 at 08:37; motor stall on (B)(6) 2015 at 09:13 with no recovery noted. A stopped pump period may exceed tube set message occurred on (B)(6) 2015 at 09:13. The cause of the motor stalls was unknown. The patient experienced less than 50% therapy relief and went through withdrawal for which he was treated with oral medications. The patient had to wait to have the pump replaced until he received medical clearance and was supported with oral medications. It was unknown if any diagnostic testing or troubleshooting was performed. The pump was successfully explanted and replaced on (B)(6) 2015. Following the replacement the patient was doing well. The device system delivered dilaudid and clonidine.